Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2017 at ¿noon.¿ the patient manages his diabetes by self-adjusting his insulin doses and on (B)(6) 2017 at 01:30pm he administered ¿5mg¿ of an unspecified drug in response to the alleged issue. The patient reported that 30 minutes after the issue occurred, he developed symptoms of ¿shaky and nauseous¿ however denied receiving any treatment. During the call the cca noted that it was not the first time the meter had been used and the test strips had not expired or been stored incorrectly. The patient had followed the correct testing procedure and the test strip completely drew in the sample. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.